Manufacturer narrative:
The field service engineer performed preventive maintenance on the ise unit. He decontaminated the ise module and replaced the dilution cup, sipper nozzle, and electrodes. He primed the ise and ran ise checks that were acceptable. The customer performed daily setup, calibration, and qc that were acceptable. The customer ran patient samples and accepted the results. The investigation did not identify the specific cause of the event. The issue was resolved after the service actions.

Manufacturer narrative:
The electrode lot number and expiration date were not provided.. The field service engineer modified the shim tape kit, replaced the sipper nozzle, and performed ise primes and ise checks. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. Sample (B)(4) initial result was 148.9 mmol/l and the repeat result was 141.4 mmol/l. Sample (B)(4) initial result was 147.6 mmol/l and the repeat result was 142.1 mmol/l. Sample (B)(4) initial result was 148.9 mmol/l and the repeat result was 140.8 mmol/l. Sample (B)(4) initial result was 150.3 mmol/l and the repeat result was 141.9 mmol/l. Sample (B)(4) initial result was 149.6 mmol/l and the repeat result was 143.3 mmol/l. Sample (B)(4) initial result was 148.3 mmol/l and the repeat result was 141.9 mmol/l. Sample (B)(4) initial result was 149.4 mmol/l and the repeat result was 141.8 mmol/l. Sample (B)(4) initial result was 149.9 mmol/l and the repeat result was 143.6 mmol/l. Sample (B)(4) initial result was 150.5 mmol/l and the repeat result was 143.2 mmol/l.